Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 40mm in length target lesion was located in the severely tortuous and moderately calcified, 1.6mm in diameter left anterior descending (lad) artery. A 16 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, upon crossing the lad, the distal end of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 16mm x 4.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Struts 4, 5 and 6 rows from the distal end of the crimped stent were damage/misaligned. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 40mm in length target lesion was located in the severely tortuous and moderately calcified, 1.6mm in diameter left anterior descending (lad) artery. A 16 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, upon crossing the lad, the distal end of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.